Event description:
The implantable cardioverter defibrillator (ICD) system was removed due to a bacteremia infection. No further patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).